Event description:
Complainant alleged that during biomed testing and routine preventive maintenance of the device, there was no pacer output. The complainant indicated that there was no pt involvement in the reported malfunciton.